Event description:
The customer reported while testing the device, the screen went dim and the restart counter counted down; the second time the device was turned on, the screen was red and had a code 1014. The customer reported there was no patient involvement.